Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 20.7 mmol/l at the time of the incident and current blood glucose was 13 mmol/l. The customer was treated with manual injection in the hospital. It was reported that they had high blood glucose allegedly because of the pump was under delivering insulin and they tried to change the infusion set multiple times already but nothing had changed and received no delivery alarm. It was reported that they performed high pressure test twice and it was failed. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The reservoir will not be returned for analysis.